Event description:
The hospital reported that during a therapeutic procedure, the lamp shut off and they experienced a total loss of image. The physician withdrew the colonscope from the patient and the procedure was aborted and the patient was rescheduled for another procedure. There was no patient injury reported.

Manufacturer narrative:
The light source was returned to olympus for investigation. The light source was tested with olympus test equipment and passed all functional test. The external and internal cables appeared to have no physical damage. The light source was tested for six hours and the main lamp and the spare lamp are working properly. The cause of the user's experience cannot be determined. This report is being filed as an MDR in an excess of caution.